Event description:
A report was rec'd through the FDA medwatch medical products reporting program that a pt experienced a fungal infection and corneal scarring while using renu with moistureloc multi-purpose solution. The pt's eye began to bother him prior to a race in which he was participating. Medical records rec'd indicate the following: the pt presented to his optometrist in 2005 with swelling and pain in the right eye. The optometrist noted a corneal abrasion with diffuse lamellar keratitis (dlk). He was prescribed e-pred and bacitracin ointment. He returned the following day with worsening symptoms. A corneal ulcer with infiltrates was noted. E-pred was discontinued and vigamox and homatropine were started. Two days later, the pt returned and his vision worsened to count fingers. He was referred and seen by a corneal specialist the same day. The specialist diagnosed the pt with a corneal ulcer (3mm x 3mm) with dlk and a dense, feathery stromal infiltrate (3.0mm). The pt discontinued all medications so that a culture could be taken the following day. The culture confirmed the fusarium fungus. The pt was treated with natamycin, vancomycin, and tobramycin initially. After eight days, vancomycin and tobramycin were discontinued and voriconazole was added. Th e pt was seen several times in seven months by the corneal specialist. There was an eventual improvement in visual acuity, but significant corneal thinning and a corneal scar remain. The corneal specialist has recommended that the pt have a corneal transplant. The pt used renu with moistureloc multi-purpose solution daily between 1/1/2004 and 5/1/2006.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.